Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019, the patient received a second left knee revision to address pain, instability, removal of fibrous tissue, and patellar tendon repair. All products were revised with the exception of the patellar component, which was retained. The patient was revised with competitor femoral component and universal sleeve, depuy tibial tray, stem, and insert, and depuy cement. There were no indicated intra-operative complications. Doi: (B)(6) 2017 (patella), doi: (B)(6) 2018 (competitor cement, insert, tibia and femur - captured in (B)(4)), dor2: (B)(6) 2019, left knee.